Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s ilet device was damaged after being dropped, resulting in a cracked screen that worsened over several days. By (B)(6) 2025, the touchscreen became non-functional and began displaying inaccurate sensor readings (ilet 60 mg/dl vs. Finger stick 112 mg/dl). The device was disconnected, and the user transitioned to multiple daily injections (mdi). A replacement ilet was arranged for overnight shipping. Blood glucose (bg) was not significantly affected. No symptoms, outside assistance, or medical intervention were reported.